Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the device had an occlusion. The customer called due to a no delivery alarm. Customer's blood glucose was 411mg/dl, treated with manual injection. Customer tried to change the set after getting a no delivery during bolus. Customer declined high blood glucose troubleshooting. Customer stated they noticed a crack on the side of reservoir compartment. Advised customer to discontinue the use and return to back up plan.